Event description:
Bayer case number: (B)(4). Haemorrhagic periods with clotting [heavy periods] headaches [headache] tiredness [tiredness] muscle and joint pain [arthromyalgia] skin problems [skin disorder] memory problems [memory disturbance] concentration problems [concentration impairment] unable to engage in physical activity, difficulties in carrying out employment [decreased activity] unable to engage in physical activity, difficulties in carrying out employment [impaired quality of life]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 13-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods with clotting") in a 38-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2012, the patient had essure inserted. In 2013 she experienced heavy menstrual bleeding (seriousness criterion medically important), headache ("headaches"), fatigue ("tiredness"), arthralgia ("muscle and joint pain"), skin disorder ("skin problems"), memory impairment ("memory problems"), disturbance in attention ("concentration problems"), decreased activity (" unable to engage in physical activity, difficulties in carrying out employment") and impaired quality of life ("unable to engage in physical activity, difficulties in carrying out employment"). At the time of the report, the decreased activity and impaired quality of life had not resolved. The outcomes for heavy menstrual bleeding, headache, fatigue, arthralgia, skin disorder, memory impairment and disturbance in attention were unknown. No causality assessment was received for essure with regard to headache, fatigue, arthralgia, skin disorder, memory impairment, disturbance in attention, heavy menstrual bleeding, decreased activity or impaired quality of life. The reporter commented: period of onset: approximately 1 year after insertion. Patient¿s current status: unable to engage in physical activity, difficulties in carrying out employment, impaired family and social life. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic periods with clotting [heavy periods], headaches [headache], tiredness [tiredness], muscle and joint pain [arthromyalgia], skin problems [skin disorder], memory problems [memory disturbance], concentration problems [concentration impairment], unable to engage in physical activity, difficulties in carrying out employment [decreased activity], unable to engage in physical activity, difficulties in carrying out employment [impaired quality of life]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-mar-2025. The most recent information was received on 19-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods with clotting") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced heavy menstrual bleeding (seriousness criterion medically important), headache ("headaches"), fatigue ("tiredness"), arthralgia ("muscle and joint pain"), skin disorder ("skin problems"), memory impairment ("memory problems"), disturbance in attention ("concentration problems"), decreased activity (" unable to engage in physical activity, difficulties in carrying out employment") and impaired quality of life ("unable to engage in physical activity, difficulties in carrying out employment"). At the time of the report, the decreased activity and impaired quality of life had not resolved. The outcomes for heavy menstrual bleeding, headache, fatigue, arthralgia, skin disorder, memory impairment and disturbance in attention were unknown. No causality assessment was received for essure with regard to headache, fatigue, arthralgia, skin disorder, memory impairment, disturbance in attention, heavy menstrual bleeding, decreased activity or impaired quality of life. The reporter commented: period of onset: approximately 1 year after insertion. Patient¿s current status: unable to engage in physical activity, difficulties in carrying out employment, impaired family and social life. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-mar-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.